Event description:
Reporter states customer tested 3.0 inr on the coaguchek xs plus system while a comparison lab returned as 2.2 inr. No treatment required. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).